Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The journal de gruyter (2014) published "achilles tendon ruptures: comparison between the clinical results of classical versus mini-invasive or percutaneous surgical treatment". The aim of the study is to evaluate the surgical treatment comparing the results obtained with different techniques. 68 cases with acute achilles tendon rupture who underwent surgical correction between 2004 and 2011 were revised, with a 40 month average follow-up. Thirty-four (34) of these were submitted to a classical open repair using the kessler or krakow technique, 25 to a mini-invasive technique (achilon) and 9 to a percutaneous technique (tenolig). It was reported a 29% rate of complications when using the classical technique: the major complications were one re-rupture, two surgical wound dehiscences, one infection and one sural nerve injury. In the mini invasive/ percutaneous techniques, two re-ruptures occurred (5.9% total, one in each technique) and one fistula at the needle insertion location. In regards to the percutaneous and mini-invasive techniques, the functional results and degree of satisfaction were higher, with fewer complications, reflecting a trend that has been expressed in the international literature. Conclusions: the non-classical techniques were associated with a lower rate of complication when compared to the classical technique, whilst having, on the other hand, a slightly higher re-rupture rate. They were not able to obtain, however, a statistically significant correlation between the functional scores regarding the percutaneous when compared separately with the mini-invasive or classical techniques (explainable by the reduced sample of the percutaneous technique). Similarly, there was no statistically significant correlation between age, gender, side of intervention, mechanism of injury, pre-operatory time or return to previous activities and the rate of complications. In regards to the percutaneous and mini invasive techniques, the functional results and degree of satisfaction were higher, with fewer complications, reflecting a trend that has been expressed in the international literature.

Event description:
N/a.

Manufacturer narrative:
As manufacturing lot number was not provided, no DHR review could be performed. As products were not returned, no failure analysis could be performed. As no DHR review or failure analysis could be performed, root cause cannot be determined.